Manufacturer narrative:
Investigation summary one mz1000 sample was received without packaging for investigation; however, the customer indicated the complaint sample was from lot 22055460. The feedback provided by the customer indicates leakage was detected during infusion from the maxzero device when connected to a phaseal infusion set. No connecting products were received to assist the investigation. As part of the investigation the customer provided photographs of the complaint sample; analysis of the photographs in addition to a visual inspection of the returned sample did not identify any damages or manufacturing defects which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the returned sample to a 50ml bd plastipak syringe from stock and flushing with fluid; no leakage was detected. The sample was then subjected to pressure testing; again no leakage was detected from the maxzero. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055460 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customers experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported while using bd maxzero¿ needle-free valve a leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage between mz1000 and phaseal IV line. During administration of an antiemetic drug through phaseal IV set with the use of maxzero in connection with safety step huber needle, fluid leakage between the maxzero and the phaseal IV set was observed. The leakage occurred even at a rate of 200 ml/h. The antiemetic drug is adhering to the actual sample returned for investigation.